Event description:
It was further reported that the issue was during her trial. The patient had bumped the box (ens) somehow and turned the stimulation off. A company representative helped her turn it back on and the rest of the trial went well. The patient was implanted with a permanent stimulator on (B)(6) 2013.

Event description:
It was reported that the patients stimulation wasn't working, and the patient was concerned she somehow "messed it up." Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Corrected to reflect that the event was an adverse event and product problem. Upon further review, an additional patient code (B)(4) is applicable.

Event description:
It was stated that the patient had "screwed up their programmer thing and it was not working." It was stated that they couldn't change the settings on it, and they were in a lot of pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).